Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was removed on (B)(6) 2011. The pt was receiving inadequate pain relief. There was no pt injury. The pt recovered without sequelae. The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.